Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings e1: full facility name: (B)(6). G4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m832707 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j lot m832707 and device part number 192-430/ lot m832707. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m832707 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported false negative results with four (4) patients with the ID now covid-19 2.0 test kit. This report is for patient one (1) of four (4). The customer reported false negative results with the ID now covid-19 2.0 test on an unknown date. The patient also performed an antigen test (unknown brand) on an unknown date and the antigen test returned positive results. The customer reported that the patient was asymptomatic. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings e1: full facility name: kurenai clinic internal medicine and rehabilitation department g4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Event description:
The customer reported false negative results with four (4) patients with the ID now covid-19 2.0 test kit. This report is for patient one (1) of four (4). The customer reported false negative results with the ID now covid-19 2.0 test on an unknown date. The patient also performed an antigen test (unknown brand) on an unknown date and the antigen test returned positive results. The customer reported that the patient was asymptomatic. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings e1: full facility name: kurenai clinic internal medicine and rehabilitation department g4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m832707 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j lot m832707 and device part number 192-430/ lot m832707. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m832707 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however a possible assignable root cause can be sample interference.

Event description:
The customer reported false negative results with four (4) patients with the ID now covid-19 2.0 test kit. This report is for patient one (1) of four (4). The customer reported false negative results with the ID now covid-19 2.0 test on an unknown date. The patient also performed an antigen test (unknown brand) on an unknown date and the antigen test returned positive results. The customer reported that the patient was asymptomatic. Although requested, no additional information including patient treatment and outcome was provided.